Event description:
Boston scientific crm received information that three months post implant, this right ventricular (rv) lead microdislodged. There were variable r waves and undersensing evident. The lead repositioning was successful. No adverse patient effects.